Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. One 4 fr sl powerpicc solo catheter was provided for evaluation. The catheter extended up to the 42 cm depth marker. Evidence of use and dried blood residue was visible on the outer surface of the device. The catheter was flushed with water using a 12 ml syringe and a leak was noted between the 6 and 7 cm depth markers. Microscopic observation of the leak location revealed a circumferential split at the 6.5 cm depth marker. The split surface was observed to be rough and granular. The edges had a matte surface finish and contained material wrinkling. The wrinkling was present along the crease around the the catheter which coincided with the split. The catheter was cut near the 5 cm depth marker in order to measure the catheter wall thickness and outer diameter. The dimensions were found to be within manufacturing specification. The characteristics of the split are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The product instructions for use (IFU) precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." Since a split was present in the catheter, the complaint is confirmed.

Event description:
Patient with PICC-line. It was reported they discovered a hole in the catheter one half cm in the vein.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen5198 showed no other similar product complaint(s) from this lot number.

Event description:
Patient with PICC-line. It was reported they discovered a hole in the catheter one half cm in the vein.